Event description:
Customer reportedly received result of 110 mg/dl on the aviva system and 50 mg/dl on professional's device within 10 minutes. Paramedics treated customer with glucose and symptoms improved. Requested return of suspect device, however, test strips have been discarded. Replacement was sent.